Event description:
A renegade microcatheter was used for a therapeutic procedure. It was originally reported that a coil was stuck inside the catheter. The engineering evaluation revealed the distal end of the unit was badly damaged wtih the inner braid exposed.